Manufacturer narrative:
Initial reporter healthcare professional and initial reporter occupation: information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The same maj-1430 and 180 scopes operates as normal on other units. Therefore, tac believes the issue is related to the socket in the cv-190. Tac transferred the call to repairs to have the unit sent in for repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with 180 scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
E2/e3- three attempts were made to obtain information however, the customer failed to respond. This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. From the information presented, it is assumed that the image was not output because the connection was loose and the connection could not be properly connected due to the failure of the lock mechanism of the video connector, or that the image was generated due to the influence of corrosion of the terminal of the electrical contact part inside the video connector, etc. In addition, it is considered that the internal parts are worn out after nine years have passed since the manufacture, the video connector is broken or broken due to excessive load at the time of connection, and the lock mechanism is broken. Olympus will continue to monitor complaints for this device.